Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient stated on (B)(6) 2019, she was at school when she noticed her blood glucose results kept climbing. When she checked her blood glucose at 12:30 pm her results were 484 mg/dl. She gave herself correction boluses and drank clear liquid. The blood glucose would not go down and she went to see her endocrinologist. She was instructed by the nurse practitioner and the endocrinologist office to go to urgent care. While she was at urgent care, they performed an urinalysis to check ketones. Her ketones were moderate and advised her to get treated at the emergency department. When the customer arrived to the emergency department, she was placed on IV of saline to help lower the ketones. She was also given an injection of 5 units of novolog insulin. She removed the pod while at the hospital. She was not admitted to the hospital. There was 7 hours between urgent and emergency room. After her first liter of saline fluid her blood glucose went down to 220 mg/dl. After the second liter of fluids her blood glucose was 180 mg/dl. She was discharged from the hospital when her blood glucose was 180 mg/dl. She does not have the pod, could not obtain lot or sequence numbers. When she was discharged her doctor advised to go back to injections. She was given lantus and humalog prescriptions.